Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that during swg (spring guide wire) insertion, resistance was met. After insertion of the swg through the ars (arrow raulerson syringe), blood leaked from the plunger end of the ars.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The device history records (DHR) for the arrow raulerson syringe (ars) were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of the ars leak could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that during swg (spring guide wire) insertion, resistance was met. After insertion of the swg through the ars (arrow raulerson syringe), blood leaked from the plunger end of the ars.